Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-29062020-0000756355 represents the adverse event which occurred on (B)(6) 2012. Mwr-29062020-0000756356 represents the adverse event which occurred on (B)(6) 2012.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery and mesh was implanted on (B)(6) 2012 during which the surgeon noted the mesh was contracted and had become intimately adhered to the small bowel. The adherent mesh had to be removed due to the reaction and possible fistulization. A portion of small bowel with adhered mesh was resected. It was reported that the patient underwent additional surgery on (B)(6) 2012 where the surgeon debrided the necrotic tissue from the wound. It was reported that the patient experienced severe pain, bowel injury, diarrhea, inflammation, discomfort, drainage, loss of appetite and dyspareunia. Other procedure is captured in separate file. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 7/7/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.